Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the programming history available to the MFR, it was found that settings indicative of a faulted diagnostics test were present at the initial interrogation of the pt's vns on (B)(6) 2006. Although the current was re-programmed later that visit, the off time was not changed until (B)(6) 2006. No adverse events as a results of the anomaly have been reported.